Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas 8000 ise module. The customer also noted they received a voltage error on the analyzer. The first sample initially resulted in a na value of 178 mmol/l and it repeated as 136 mmol/l. No questionable results were reported outside of the laboratory for this sample. The repeat value was deemed correct. The second sample initially resulted in a na value of 150 mmol/l and it repeated on a second analyzer as 139 mmol/l. The repeat value was deemed correct and a corrected report was issued. The third sample initially resulted in a na value of 151 mmol/l and it repeated on a second analyzer as 133 mmol/l. The repeat value was deemed correct and a corrected report was issued.

Manufacturer narrative:
The serial number of the cobas 8000 ise module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a loose vacuum nozzle, causing an improper evacuation of the dilution vessel. Salt precipitate was present on the nozzle. The nozzle was cleaned and the nozzle knob was tightened. Ise checks were performed and there were no errors. Precision studies were performed and met specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.